Event description:
The customer's wife reported that at 12:48am, the pdm read high (.500 mg/dl) followed by a meter error 3. The customer was having symptoms of hypoglycemia, so the customer's wife called for an ambulance who took him to the hospital. The customer's was treated with orange juice and food.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hypoglycemia. No lot qualification records were reviewed, as the product lot number was not provided.